Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and confirmed the system became unresponsive during navigation. The representative uninstalled, then reinstalled the cranial software. The issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cranial resection procedure, while navigating, the system became unresponsive. The representative reported there were 218 patients in the system. Trouble shooting recommendation was made to remove the patients for now. The representative restarted the navigation system and the issue was resolved. There was a 20 minute delay to the procedure as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.